Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Rcc received a complaint via email. Email(s) attached. Product information product code: 302995 product description: syringe hypo 10cc l/l bx/100 lot/serial #: lot 5197686 expiry date: not known. Problem information we have a new issue with the syringes. We found hair in the syringe lot 5197686. I have sent from stevens a brief report from the nurse handling the needles in preparation for its use.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - foreign matter. Correction: following submission of the initial MDR, the date of event was reported incorrectly. Section b has been updated to reflect the correct date of event. Evaluation: two photos of a 3 ml luer-lok syringe (part number 309657) were received for evaluation. The first image shows the upper portion of a fully assembled syringe with a large hair positioned between the stopper and the plunger rod. The second image shows a bd carton label; however, the resolution is too low to read any details. The condition observed is non conforming to product specifications, and the likely root cause of the foreign material defect is associated with the assembly process. A device history record review was completed for material number 302995, lot 5197686. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and complies with applicable product specifications. Complaints received for this device and the reported condition will continue to be tracked and trended, with information documented in monthly trend reports. Our business team regularly reviews collected data to identify any emerging trends.